Manufacturer narrative:
Manufacturer received info that a consumers chair had allegedly experienced unintended movement. Photos and service log of the chair were received. The chair was serviced in the past by the dealer and features of the chairs were disabled by the dealer. The dealer had reportedly documented that the consumer was aware of this and requested this modification. As a courtesy the chair has been replaced and manufacturer is attempting to get the alleged chair back for evaluation in order to confirm alleged event or discern a possible failure mode. Nature of complaint indicates a possible service error.

Event description:
The consumer alleges the chair had her pinned up against the oven, bruising her leg. No serious injury is alleged.